Event description:
Guidewire was inserted through lesion. Stent inserted over second guidewire. Initial wire was pinned between the stent and arterial wall. Guidewire was pulled out, but tip end broke off and was pinned behind the stent. Tip of wire (approximately 4-6 mm) remained in the pt's right coronary artery.